Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received two ipg's as a part of two different systems. It is unknown which ipg is a part of sacral system. Therefore, both the ipgs are being reported. Device 1 of 2 reference MFR. Report# 1627487-2016-00552. It was reported the patient experienced fluid at the sacral ipg site. The patient underwent surgical intervention (date unknown) to remove fluid from the site. No further information available at this time.